Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require; physical damaged upper case replaced, unit calibrated, unit modified according to guideline of mfg, defective fastening material exchanged, missing fastening material renewed, defective translational cable and firing mechanism assembly replaced. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during the initialization, the aspiration cable was defective on the holster. It was not noted if the issue occurred during a breast biopsy. No pt consequence was reported. No further info is available.